Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus gn 18ga x 1.16in prn leaked. Used in radiology, blood seepage at the isolation plug after withdrawal of the needle core, unable to return defective product, need 1,000 unused exchanges, need a complaint response letter, do not need a letter of acceptance.

Manufacturer narrative:
1.DHR/bhr review: 1-the batch number of the complained product is 3184113, is 18g and product code is 383951, produced on 2023/07, with a total of (B)(4) pieces in this batch; 2-inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; 3-check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2. The customer did not return samples or photos, the defect status cannot be confirmed. 3. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, since the customer does not have samples or photos returned, the specific defect status cannot be confirmed. Therefore, the root cause of the complained defect cannot be determined. The factory will continue to pay attention to and monitor the defect complaint trend

Event description:
No additional information provided.